Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead when the lead was screwed into position, it did not delivery any pacing and exhibited high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.